Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reportable malfunction was confirmed. A definitive root cause could not be determined. Based on the results of the investigation, it is likely that the following led to the malfunction: stress of repeated use, external factors, or handling. This issue is addressed in the instructions for use (IFU): the instruction manual, "chapter 3 preparation and inspection 3.2 preparation and inspection of the endoscope". Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the fiberscope exhibited the coating of the image guide hose had peeled off (1mm2 or more). There were no reports of patient involvement.